Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: tissue expander deflation, seroma, cellulitis. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast reconstruction procedure with an artoura breast tissue expander 850cc device that deflated after implantation. The patient noticed a leak in her left breast tissue expander on (B)(6) 2020. In addition, the patient developed a seroma with early onset cellulitis in her left breast. A seroma catheter was placed to drain the seroma on (B)(6) 2020 which may have punctured the tissue expander. A culture was collected of the seroma fluid and it was sent to pathology for testing. Pathology results showed no growth. As a result, the patient underwent explantation and replacement with an artoura breast tissue expander 850cc device on (B)(6) 2020.